Event description:
A surgeon reported noticing a mark on the intraocular lens (iol) following implant surgery. The lens remains implanted and the mark is not in the visual axis. There is no patient impact. No additional information is expected.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. No additional information is expected. (B) (4). (B) (4). (B) (4).